Event description:
A hospital in (B)(6) reported that the ventilator alarmed during use with an rt345 breathing circuit and that leak was found from a hole in the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the hospital had confirmed that they were nebulising the drug tyloxapol. Our user instructions contain a warning related to drugs containing tyloxapol, as it is known that this drug damages the tubing and causes it to degrade. The complaint rt345 breathing circuit was returned to fisher & paykel healthcare (B)(4) for inspection. The evaqua (expiratory) limb was visually inspected. Results: it observed that the evaqua limb was unravelling over a length of 25cm. A lot check was not performed as no lot number was provided. Conclusion: based on inspection of the damage, it is likely that the use of tyloxapol with the evaqua limb has caused it to break down all rt345 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. The key difference between fph's evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects or drugs containing tyloxapol. The user instructions supplied with the rt345 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure. Our trending and monitoring of leaks in adult evaqua breathing circuits has a rate of occurrence of (B)(4) per million devices sold in the past year to the end of february 2012.